Manufacturer narrative:
This is a final report.

Event description:
Per the audiologist, the patient reported dizziness and decreased performance while using the cochlear implant system. Results of an integrity test done in 2007 were consistent with normal receiver/stimulator function. Reprogramming the sound processor did not alleviate the problems. The patient's device was explanted a week later, and a new device was implanted during the same surgery.